Manufacturer narrative:
Patient code 3191 captures the reportable events of additional intervention required and surgery. The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was discovered to have reverted to safety mode. Boston scientific technical services (ts) indicated that the three observed safety mode codes were related to power on resets (por). The patient was admitted to the hospital and a temporary right ventricular (rv) lead was implanted and connected to an external temporary pacemaker device until the crt-p device could be replaced. The crt-p device was subsequently explanted and replaced later that day and the temporary rv lead was also explanted during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(4) captures the reportable events of additional intervention required and surgery. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was discovered to have reverted to safety mode. Boston scientific technical services (ts) indicated that the three observed safety mode codes were related to power on resets (por). The patient was admitted to the hospital and a temporary right ventricular (rv) lead was implanted and connected to an external temporary pacemaker device until the crt-p device could be replaced. The crt-p device was subsequently explanted and replaced later that day and the temporary rv lead was also explanted during the same procedure. No additional adverse patient effects were reported.